Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and several droplets of fluid inside a bag that contained the unit were observed. When the unit was removed from the bag, a leak from the untightened winged luer cap was observed. An inspection under the microscope was observed, and no signs of surface roughness were observed. A functional leak test was performed after securely connecting the winged luer cap, and no leaks were observed. The reported condition was verified. The cause of the leak was determined to be user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 20, 2024 ¿ august 21, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked inside the bag. This was observed while preparing the prefilled infusor prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.